Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was entered into sync mode seconds after being powered on. When the device is in sync mode, it will attempt to detect the r wave and deliver a shock when appropriate while the user holds the shock button. However, the log indicates that the user pressed the shock button 4 times until a shock was delivered instead of the proper way to deliver a shock while in sync mode by holding the shock button. This report has been attributed to the incorrect sequence of operation by the user. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.